Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of device opened by the account. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends and an evaluation of the returned device. During a functional evaluation, the instrument was tested for electrical continuity and proper suction and irrigation function with acceptable results. The instrument also passed two air leak tests. A review of the device history record indicates this device lot number was released meeting all quality release specifications at the time of manufacture. Replication of the observed damage may occur if the instrument is used improperly. The complaint data did not display an increased trend. No enhancements or improvements were generated for the reported condition. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate.

Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, during a laparoscopic local excision of ovary, after the suctioning, the surgeon attempted to use the hook; however, the hook was caught inside the shaft and did not come out. Once the device was removed outside the patient, the hook was attempted to be exposed; then the tip of hook has had a damage. New one was opened to correct the problem. Last patient's status: good.